Event description:
The patient reported stomach shaking and heating up. The patient had an MRI of the right hip but the MRI tech did not know that the system was supposed to be shut down. The symptoms location was the implantable neurostimulator (ins) and stomach. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.